Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma that had formed in the device pocket after the initial implant procedure. The patient underwent a pocket revision procedure to remove the hematoma. The s-ICD remains in implanted and in service. No additional adverse patient effects were reported.